Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2026 with hyperglycemia. The patient¿s blood glucose levels rose to 1000 mg/dl while wearing the pod between 37 and 48 hours. Reported symptoms include dizziness and nausea. The patient got a taxi to the hospital and was admitted. Initially the patient was treated with manual insulin injections and then an intravenous infusion of fluids. The patient also removed their pod and applied a new one. The patient was discharged on (B)(6) 2026.